Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, three months after a revision surgery of this inflatable penile prosthesis (ipp), the patient experienced dysuria and pain in the penis and scrotum. The physician considered a possible infection; therefore, the patient was treated with antibiotics. A week later, during a routine follow up, it was noted that the left cylinder seemed to be shorter that the right one; due to that, a migration of the cylinder due to a perforation of the left corpora was suspected. Three months later, over clinical examination, the physician found epididymitis and a local redness in the left groin, and during the next week the patient experienced a pus secretion on the same region; therefore, the ipp was removed. Three months later, the patient continued presenting slight pain in the right lower abdomen and swelling. One month later, a new ipp was implanted. There were no further patient complications reported.

Event description:
It was reported that, three months after a revision surgery of this inflatable penile prosthesis (ipp), the patient experienced dysuria and pain in the penis and scrotum. The physician considered a possible infection; therefore, the patient was treated with antibiotics. A week later, during a routine follow up, it was noted that the left cylinder seemed to be shorter that the right one; due to that, a migration of the cylinder due to a perforation of the left corpora was suspected. Three months later, over clinical examination, the physician found epididymitis and a local redness in the left groin, and during the next week the patient experienced a pus secretion on the same region; therefore, the ipp was removed. Three months later, the patient continued presenting slight pain in the right lower abdomen and swelling. One month later, a new ipp was implanted. There were no further patient complications reported.